Event description:
The user alleged cross-contamination of samples during processing on the modular preanalytic analyzer (mpa) resulting in false positive results. Samples for serology testing were processed on the mpa. The primary tubes were then sent for (B)(6) and (B)(6) testing on the abbott architect. (B)(6) samples underwent confirmatory testing with a second aliquot tube, produced by the mpa, on a biomerieux vidas system. The user reported patients who tested (B)(6) on both the primary and secondary tubes were negative with repeat samples. Investigation revealed processing or other alarms occurred at the time the suspect samples were processed.

Manufacturer narrative:
The investigation could not determine a specific root cause. The customer agreed that the risk of any cross-contamination from sample processing within the mpa was very unlikely, and they concur that cross- contamination was much more likely to be due to some mis-handling of the open primary tubes which were taken manually from the default output tray of the mpa and transferred to different racks. The customer agreed that in future, any uncapped tubes which are transported to the default output tray of mpa will be manually recapped by the operator before any racks or sample tubes are removed from the tray.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).

Manufacturer narrative:
Date received by manufacturer was actually (B)(6) 2011.